Event description:
The customer reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the knife wire was found to be broken at the time of tensioning the knife wire after inserting it into the endoscope forceps channel. No anomalies were observed during pre-use inspection. Reportedly, the issue was confirmed before papillary incision. The device entered the body with a scope; however, there was no contact between the knife and the tissue. Another similar device was used to complete the intended procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the knife wire broke when it was activated, and the broken portion of the cutting wire (knife wire) was scorched and melted. This report is being submitted for the malfunction found during device evaluation (knife wire broke when activated).

Manufacturer narrative:
During inspection and testing, the outer diameter of the cutting wire was measured and no abnormalities were observed. The length of the coated portion of the cutting wire, and the cutting wire itself, presented no abnormalities. There were no missing parts in the subject device. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the knife wire had broken, and the broken part was blackened and melted. It was also confirmed that the knife breakage was caused by energization. However, the definitive root causes of the energization and burnt part could not be determined. It is possible that the knife was broken when the device wasn't protruded enough from the endoscope until the rear end of the cutting wire was in the field if view, which caused the cutting wire and endoscope to be close to each other and activated the output, which may have led to an electrical discharge between the cutting wire and the distal end of the endoscope. This may have caused the cutting wire to instantly become hot and break. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." Olympus will continue to monitor field performance for this device.